Manufacturer narrative:
Patient age was requested from the site but was unknown. Device serial number is unavailable. A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy during the case; navigation allegedly became inaccurate as the case went on. The surgeon noticed it during the registration and navigation tasks. The inaccuracy was very small (less than 2mm) and was there from the beginning despite multiple registration attempts. The surgeon tried re-registering multiple times to improve the accuracy, then eventually continued the case with navigation by taking the inaccuracy into account and adjusting the depth to his need. It was noted that the surgeon had hoped the accuracy would "be better." The delay to the case was less than 10 minutes, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient age was provided. Patient weight was updated. Correction: device serial number has been updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.